Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.